Manufacturer narrative:
Initial reporter noted an invalid lot number of 264465. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that when engaging the safety device on a 21g jelco® hypodermic needle-pro® edge¿, the needle popped off the syringe and "flew backward" over the user's shoulder. No injury to patient or clinician was reported.